Event description:
It was reported that the micl13.7 implantable collamer lens was inserted on (B)(6) 2012 and the lens was removed the next day due to elevated iop associated with excessive vault. The lens was exchanged for a smaller length and patient is happy with the results. The reporter stated the incident was due to difficulty with determining the correct lens size and there was not a problem with the lens.

Manufacturer narrative:
(B)(4). Evaluation code results: visual inspection of the returned lens showed a haptic was torn and there was a clear surgical residue on the lens. (B)(4).